Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire "lost its shape" during insertion was confirmed. One guide wire was returned for analysis. Visual examination found that the guide wire was kinked 53 cm from the proximal (straight) end and the coil wire starting to unravel at this point. Microscopic examination found that the core wire was broken adjacent to the distal weld. The distal weld remains attached to the coil wire. A manual tug test confirmed that the proximal weld remains intact. The guide wire was also kinked/curled 3 cm from the proximal end. The guide wire drawing specifies a length of 600 +/- 4 mm and a diameter of .788/.826 mm. The length of the guide wire / core wire was determined to be consistent with the drawing. The outside diameter of the guide wire measured 0.804 mm, which met specifications. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage other remarks: during use. The instructions state that if resistance is encountered when attempting to remove the guide wire after catheter placement, remove the guide wire and catheter simultaneously. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed and did not reveal any manufacturing related issues. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during insertion in the surgery room, the guide wire "lost its shape". As a result, the guide wire was replaced and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.